Event description:
Philips received a report from the customer that the site was performing a renal scan. After the acquisition was completed, the technologist selected the "home" pre-programmed motion (ppm) from the display panel and the system began to execute the ppm. As the system motion continued, the table end (head) moved from the bracket that holds it is place and caused a motion halt (collision sensor) on the system. The system motion stopped and the technologist noticed that head end of the table was resting on top of the bracket. The technologist did a manual override on the system and was able to move the detectors towards their home location and removed the pt off the table. There is no report of pt injury at the site.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The field safety engineer evaluated the system and determined that the bracket that holds the table end was bent up 90 degrees allowing the table end to come free. The fse replaced the brackets and screws and tested the system before handling the system over to the customer for use. (B)(4).